Manufacturer narrative:
It was reported by customer that smart-site bd spike not allowing flush to be pushed into medication bag. No product or photo was returned by the customer. The customer complaint of flow issue - fluid blockage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 10013365 lot number 22115487 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided. Material #: 10013365 batch #: (10)22115487. It was reported by customer that smart-site bd spike not allowing flush to be pushed into medication bag. Staff needed to switch bag of saline to flush medication. Verbatim: rcc received a complaint via email. Email(s) attached. Smart-site bd spike not allowing flush to be pushed into medication bag. Staff needed to switch bag of saline to flush medication. Photos included and supplies kept to view.

Event description:
It was reported that bd smartsite add-on bag access device was occluded. The following information was received by the initial reporter with the verbatim: smart-site bd spike not allowing flush to be pushed into medication bag. Staff needed to switch bag of saline to flush medication.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.